Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported patient blood glucose results: 7:38 pm result 424 mg/dl capillary 7:40 pm result 158 mg/dl capillary 7:47 pm result 167 mg/dl reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.

Event description:
Caller reported false negative urine hcg pregnancy test results on some pts. Caller stated that some 'very pregnant' women who had positive results on their home pregnancy tests had negative results on henry schein hcg dipstick assay. Pts were sent for serum quantitative test which were all positive, some even several hundred thousand miu/ml (no specific values provided).